Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years and 10 months. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Host tissue overgrowth. Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's operative report was received. According to the operative report, the patient had an extensive renal history including a total cystectomy a couple of renal transplantation, who underwent a bioprosthetic mitral valve replacement in 2002. He is now evaluated for complaint of worsening dyspnea on exertion over the last 9 months to the point where he is barely able to climb a flight of stairs. Echocardiogram revealed prosthetic mitral stenosis. A cardiac catheterization revealed nonobstructive disease. He also had severe pulmonary hypertension. This was discussed with the patient and informed consent was obtained to proceed to the operating room for redo sternotomy and mitral valve replacement. Good visualization of the valve was made. The valve was densely scarred to the annulus. The valve was removed and replaced with another edwards bioprosthetic valve. Unfortunately, the edwards device was not returned for analysis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.